Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigation. A review of the provided image was performed. The following additional information was provided: the pictures show the distal clevis ¿ear¿ broke off, and the conductor wire cap came off as well. The yaw pulley (gray plastic component) is not broken.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the permanent cautery hook instrument broke off in the patient. The instrument appeared to be fine when going into the trocar and when the physician started working, pieces just broke off the joint of the hook and snapped into 2 different pieces. All pieces were retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragmentation occurred when the case first started, entering the abdomen through the port. It broke going into the trocar. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal, the wrist was straightened, and the surgical staff did not notice any cannula damage or other instrument damage after the event. No post-operative test or additional surgical procedure was required. The patient has not returned to the hospital due to experiencing any post-surgical complications. The procedure was completed robotically.